Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the middle and bilateral upper and lower abdomen on (B)(6)2019 using the cooladvantage and cooladvantage + applicator and middle and bilateral upper and lower abdomen on (B)(6)2019 using cooladvantage and cooladvantage + who developed paradoxical hyperplasia (pah/ph) on (B)(6)2019. Following treatment, the abdomen became firm and enlarged. On 01-jul-2019 the patient was assessed by a physician who diagnosed the abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the middle and bilateral upper and lower abdomen on (B)(6) 2019 using the cooladvantage and cooladvantage + applicator and middle and bilateral upper and lower abdomen on (B)(6) 2019 using cooladvantage and cooladvantage + who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019. Following treatment, the abdomen became firm and enlarged. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.